Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that starting in 2017 within at least the last 6 months, the patient was not able to charge the implantable neurostimulator (ins) up to 100%. It would not charge beyond 75% even when they charged for hours. It was noted that they typically had good coupling. It was noted that the patient did have a previous occurrence where a manufacturer representative had to help them charge but it was confirmed that this was not an overdischarge. The date of this occurrence was not reported. Earlier on the week of the call ((B)(6) 2018) the patient was not able to charge the ins and was not able to communicate with it. It was unknown what screen was showing on the implantable neurostimulator recharger (insr). It was noted that they had "probably waited too long." It was confirmed that the last time they had successfully charged was approximately the end of (B)(6) due to non-compliance since the patient was not using the scs as much. The patient had some nerve ablations which improved their pain. The patient would still like to use the scs occasionally. No further complications were reported.